Event description:
It was reported through a user facility medwatch that a device was used during an open long-limb roux-en-y procedure. The device became lodged and would not release from the gastro-jejunostomy. It is unknown if there were patient consequences.